Event description:
Pt transferred from another hosp with ami, had rec'd tnk but fully reperfused. To the cath lab-cypher stent to posterior lad & rca. Heparin & integrilin given. Pt developed right groin hematoma, so integrilin stopped. To ICU then full arrest within 1hr. Returned to cath lab-both stents clotted-ptca attempted, maximal support (CPR, iabp, multiple drips) unable to resuscitate - pt, expired. (2nd cath case was performed with CPR. CPR in progress throughout.